Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any future relevant information from that review, a supplemental medwatch will be filed. The most probable root cause was unable to be determined. (B)(4). Not expected to be returned.

Event description:
It was reported that 6 months post permanent implant of the 2 x 6 paddle electrode configuration, a revision procedure was required due to a lead fracture. The 2x6 paddle electrode was explanted and a model number 3000-60 serial number (B)(4) lead configuration was placed successfully. No complications were reported and the patient status is fine.

Manufacturer narrative:
Common device name gxy corrected to lgw. Implant date (B)(6) 2015 corrected to (B)(6) 2015. Reprocessor name and address "gm" corrected to leaving section blanked. Date received by manufacturer 01/21/2016 corrected to 07/13/2016. (B)(4). The 12 electrode paddle lead model 3101-60 lot number w3088964 was returned to nuvectra and evaluated by subject matter expert (sme) which determined the lead was fully functional. The lead was found at intake with no fracture present. Evaluation included visual and electrical challenges. A device history review (DHR) was also performed, which did not reveal any anomalies.

Event description:
It was reported that 6 months post permanent implant of the 2x6 paddle electrode configuration, a revision procedure was required due to a lead fracture. The 2x6 paddle electrode was explanted and a model number 3000-60 serial number (B)(4) 3x4x3x2 lead configuration was placed successfully. No complications were reported and the patient status is fine.